Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 20 mg/dl. Customer was treated with food. Customer was not using auto mode. Customer had blood glucose level of 245 mg/dl. The insulin pump will not be returned for analysis.